Event description:
It was reported that the patient was admitted to the hospital for seizures. It was unknown why the patient was having seizures but was reported that in the past the patient had seizures and it was due to the pump being 'discontinuous'. An x-ray was performed which showed an intact catheter. It was noted that the patient had recent botox injections. The pump was interrogated and was 'intact'. The patient outcome was reported as no injury and there were no further issues. The device system was used to deliver lioresal (baclofen). Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: it was reported that there was concern over the function of the patient's baclofen and ventriculoperitoneal shunt. Both were intact. The patient outcome was reported as no injury and recovered without sequelae.

Manufacturer narrative:
Product ID 8709sc, lot# n195001005, implanted: (B)(6) 2009, product type catheter; product ID 8 596sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).